Event description:
The duett sealing device was deployed following an interventional procedure, via a 6 fr. Sheath in the right common femoral artery. Following the deployment, the patient lost distal pulses and the foot became discolored. An angiogram was performed and confirmed an occlusion. Treatment consisted of heparin and platelet gp iib/iiia inhibitors. The treatment was successful and no further complications were reported.